Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported for a clinical study patient following an intraocular lens (iol) implant procedure who was bilaterally implanted, that the lens rotated 85 degrees for unknown reasons. An iol repositioning procedure was performed. Additional information is not expected. There are two medical device reports associated with this event. This report is for the left eye for this patient.